Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and found drive support cap was flush. Customer's blood glucose value was 23 mg/dl at time of incident. Customer's current blood glucose value was 109 mg/dl and was treated with food and glucose tablets the product was returned for analysis.